Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 2 will not advance instruments and usm arm 4 will sometimes move on its own. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the first assist noticed it, but they were able to keep using it after adjusting. The procedure was robotically completed in the original configuration with all four usm arms. It was unknown if the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. No damage observed to the drape. The drape was disposed. The customer believes the drape must have been in the way which is what was preventing the arm from advancing momentarily.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed he reported event with phone support. The field service engineer (fse) contacted the customer and confirmed that after they installed a new drape they no longer had resistance issues. The customer confirmed they were able to complete 4 cases after the new drape was installed without any issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Customer confirmed that installing a new drape resolved the issue. The phone support details did not reveal any issues related to the customer reported event.

Manufacturer narrative:
The qe performed an advance log review and found two drifting 23075 errors, which could explain why the customer alleged that usm arm 4 moved on its own. First drift error (23075) occurred, the instrument tip moved around 18 mm, and a second drift error (23075) occurred were the instrument tip moved around 15 mm. Both drifting occurrence showed a similar sequence of events, which can be indicative of un-commanded motion of the master tool manipulator (mtm), either when the surgeon let's go of the hand control during following mode or when external forces act on the arms of the robot during following mode. The probable root cause of the movement resistance cannot be determined based on the information provided and phone support details. Customer confirmed that installing a new drape resolved the issue. The phone support details did not reveal any issues related to the customer reported event. Furthermore, the probable root cause of the unintended movement, showed on the system logs as a drifting error 23075, may be attributed to user-induced factors such as the surgeon releasing a master tool manipulator (mtm) during following mode while their head is in the high resolution stereo viewer (hrsv) or a user applying external force to an arm on the patient side cart (psc) (e.g., energy cable connection) that is being commanded by the surgeon. Intuitive followed up with the customer and the following additional information was obtained: the failure was not related to an inability to move the instrument at all. The instrument did not fully advance momentarily. There was a couple second delay before they could get it to advance fully.

Event description:
Refer to h11 for follow-up information.